Event description:
On (B)(6) 2012, g3u-lagscrew op was performed. After the insertion of u-blade, surgeon pulled u-blade to compression. Then after compression, he tried insertion of u-blade, the u-blade broke at the part of circle. Only a tip of the blade was a state inserted aside of lagscrew and be held with endcap.

Manufacturer narrative:
Device was discarded. If additional information becomes available, it will be submitted on a supplemental report.